Event description:
It was reported that during a lap chole procedure, the clips crossed. Case completed with another device of the same product code. No patient consequence. Device was discarded. No device returning.